Event description:
It was reported that a scheduled transmission review identified two stored pacemaker mediated tachycardia (pmt) electrograms with isolated atrial undersensing. Lead trend showed low atrial amplitudes ranging from 0.4mv to 2.7mv. Programmed atrial sensitivity is automatic gain control (agc) 0.25mv. Impedance and threshold measurements have been stable and the pmts have been logged since implant and successfully terminated by the pmt algorithm. Additional information was received that an alert was triggered for an out of range atrial intrinsic amplitude. Review of the presenting electrogram identified an isolated beat of farfield r-wave oversensing (ffrwos). Satisfactory lead measurements were confirmed. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.